Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely calcified, mildly tortuous lesion exhibiting 95% stenosis in the mid right coronary artery (rca). There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used. It was reported that the stent met resistance when attempting to cross the lesion. The stent was removed to pre-dilate the lesion once again. It was reported that upon inspection of the stent after removal the stent was noted to be deformed. The patient was reported to be alive with no injury.